Event description:
In 11/2004, the pt contacted lifescan alleging that their one touch ultra meter would not power on. The medical affairs specialist (mas) spoke with the pt on the 3rd day. The pt stated that their meter stopped working some time in september 2004; they were not sure of the date. They continued to try to test with the meter using new test strips, but the meter would not power on. They did not contact lfs at the time of concern. They usually take sliding scale insulin dependent on the meter results. When they were not able to obtain meter results. They took insulin based on "how they felt". Aroung 09/2004, their family member contacted emt because they were weak and were having trouble speaking and moving. A result of 605 mg/dl was obtained on the emt meter. They were taken to the ER, treated with an IV and insulin, and admitted to the hosp. They were hospitalized for one week for diabetes and high blood pressure. The customer care rep (ccr) verified that the strips were correct, the battery had been replaced less than 1 year before, and the battery contacts were in good conditions. The ccr walked the pt through pressing the power button and the meter did not power on. The pt continued to attempt to use the meter with new test strips in order to fix the power issue. As they were not able to obtain a result on which to base their insulin dosage, they were not able to correctly dose their sliding scale insulin. As a result, they experienced injury and medical intervention. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced. The mas instructed the pt to contact lfs when their replacement meter arrived.